Manufacturer narrative:
P-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched lcd window (minor), scratched case, overlay scratched, stained keypad overlay, cracked belt clip rails, pillowing keypad overlay, and keypad overlay texture damage. Cosmetic damage was confirmed at the belt clip rails and lcd window screen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the pump screen and was unable to read it due, to a damaged belt clip. The customer reported no adverse event. The event involved product(s) mmt-1884 and acc-1601. Troubleshooting was performed for the cosmetic damage and the serialized device was replaced. Troubleshooting was performed for the pump clip and the non-serialized product being replaced. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for acc-1601.